Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that skin gets swollen at site. Customer's blood glucose was 470 mg/dl. Troubleshooting could not be performed as call was dropped.